Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the aquabeam scope carriage fell apart upon adjusting the aquabeam handpiece's scope tip forward and backward. Additionally, the aquabeam handpiece could not be properly primed inside the patient despite being able to prime during setup. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece and aquabeam scope carriage were not returned for investigation. A review of the treatment log files could not be conducted as it was not provided. Although the devices were not returned, a cross-functional team has investigated this issue, and the root cause was found to be a bonding process at the supplier. Therefore, the root cause was determined to be supplier-related. The issue is being addressed per procept's quality system. A review of the device history record for ab2000-b/serial number (B)(6) and aquabeam handpiece/lot number 24c02727 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual, sj-um0101-00 rev. C aquabeam robotic system user manual, us was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup ¿ with the proximal key fully retracted, align the scope carriage over the proximal key adapter. Attach to the aquabeam handpiece by pushing the scope carriage forward to engage with the carriage track. ¿ using the knobs on the carriage, advance the aquabeam scope forwards (distal) and backwards (proximal) to ensure that the aquabeam scope is fully engaged with the aquabeam handpiece. The scope tube tip should move forwards and backwards in concert with the movement of the aquabeam scope. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.